Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 70-year-old female patient, the device failed self test for defib functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that in the device logs, there are occurrences of defib self-test failures occurring on june 1. During testing, the message was unable to be duplicated. The pd engine, processor bridge pace board, ECG board and flex cable were replaced to reduce the probability of reoccurrence. Board level evaluation could not reproduce the fault. As a result, the investigation is closed as observed in device data - recoverable error. No emerging trend based on similar reports.